Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose level of 484 mg/dl. The customer¿s current blood glucose was 104 mg/dl. The customer treated with insulin through intravenous. The drive support cap was normal. Assisted customer with performing the high pressure test. Test was passed. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.